Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via email that two ar-3642sp knotless 2.6 fibertak had the tails showing out of the bone as well as the knotless mechanism. Both ar-3642sp knotless 2.6 fibertak had to be cut out and a 5.5 swivelock was inserted in place to complete the case. Some of the anchors is still in the patient's bone. This was discovered during an rcr procedure on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information received on 10/9/2024: the case was completed using an ar-2323bct-2 biocomposite swivelock. The case was not delayed, and additional anesthesia was not needed.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.